Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, the patient was pre-operatively diagnosed with: herniated nucleus pulposus lumbar l3-4 plus spinal stenosis lumbar l3-4. Herniation stenosis. Plus right-sided sciatic pain or radiculitis. Herniated nucleus pulposus l3-4. Spinal stenosis. Sciatic radiculopathy and underwent the following procedures: anterior lumbar interbody fusion from extreme lateral approach with peek cage insertion and infuse at l3-4. Posterior decompressive laminectomy at l3-4 with lateral fusion and instrumentation at l3-4. Removal of previous posterior inspection of l4 to sacrum. Autologous bone graft harvesting. Reinsertion of posterior instrumentation at 3-4 with microscopic assistance. As per the op notes: ¿sizing up to a 14 mm cage was carried out, and it was decided to put in a 50 mm cage for length. After full exposure and decortication using utilizing rasps, etc., the peek cage 18 mm in depth, tapered 5 degrees and 50 mm in length was packed with bone morphogenic protein rhbmp/acs-2.¿ post operatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.